Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and non capture. When the physician attempted to reposition the lead, upon opening the pocket, they suspected a pocket infection. The gram stain was negative for bacteria, only positive for white blood cells. It was suspected that the rv lead had perforated, but upon further inspection, noticed that the lead was placed originally in the incorrect location, as it had been placed through the cs os and was in the coronary vein. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis was performed and no anomalies were found.